Manufacturer narrative:
Date of birth: born in 1957. Manufacturer address 1: (B)(4). MFR site address 1: (B)(4). MFR site zip/post code: (B)(4).

Event description:
The patient was enrolled in the proactif clinical study with patient identifier (B)(6). It was reported the patient was hospitalized for gastrointestinal bleeding. Advanced, multicompartment dosimetry was performed to assess treatment dose. On (B)(6). 2022, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was right liver (right hepatic artery (irrespective of origin) (segments v/vi/vii/viii). On (B)(6). 2022, 50 days post index procedure, the subject experienced deterioration in health. On (B)(6). 2022, the subject was admitted in the hospital. The subject was hospitalized for gastrointestinal bleeding associated to hepatic encephalopathy. On (B)(6). 2022, fogd endoscopy was performed. The subject was treated with concomitant medication. The concurrent disease was noted to be cirrhosis, portal hypertension and anticoagulation for portal vein thrombosis. On (B)(6). 2022, the event was considered to be resolved and the subject was discharged on the same day.

Manufacturer narrative:
A2: date of birth: born in 1957. D3: manufacturer address 1: chapman house, farnham bus park. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
The patient was enrolled in the proactif clinical study with patient identifier (B)(6). It was reported the patient was hospitalized for gastrointestinal bleeding. Advanced, multicompartment dosimetry was performed to assess treatment dose. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was right liver (right hepatic artery (irrespective of origin) (segments v/vi/vii/viii). On (B)(6) 2022, 50 days post index procedure, the subject experienced deterioration in health. On (B)(6) 2022, the subject was admitted in the hospital. The subject was hospitalized for gastrointestinal bleeding associated to hepatic encephalopathy. On (B)(6) 2022, fogd endoscopy was performed. The subject was treated with concomitant medication. The concurrent disease was noted to be cirrhosis, portal hypertension and anticoagulation for portal vein thrombosis. On (B)(6) 2022, the event was considered to be resolved and the subject was discharged on the same day. It was further reported that the therasphere dose size was 6.715gbq. Pre-treatment macroaggregated albumin (maa) dosimetry documented the dose to total perfused liver as 150 gy. Dose to total perfused tumor was not determined. Type of therasphere infusion was right liver. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii); 6.715 gbq of therasphere was administered to the right liver through vial 1.